Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. The reporter alleged that there was no damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 05/27/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 05/11/2015 with the following findings:a review of the pump history and black box data revealed no evidence of a temperature issue. Evaluation revealed that the pump drew electric current at levels within the specifications. No instances of over heating were observed during the analysis: the reported issue was not duplicated. The pump case was removed, and no evidence of internal damage or defect was found. During the analysis, the pump operated according to the specifications.